Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of disappearing image was not confirmed. The device evaluation found damage on cable section. Cable twisted. Head scope mount bending optical axis deviation. Defective head imaging pixel. A review of the device history record (DHR) found no deviations that could have caused or contributed to the disappearing image. The DHR confirmed that the subject device was shipped in accordance with the specifications. Adhering to the instructions for use (IFU) is not applicable because the failure was not caused by user misuse. No repair history was found after checking the repair history for the past one year from the date of occurrence of the said complaint. A definitive root cause for this issue was not established. Occurrence cause of indicated phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, image disappears from the autoclavable camera head. There were no reports of patient harm. It was reported that the image had a reddish tint, even after white balance. It was also reported that the issue was also noticed during a knee joint / arthroscopy surgery on december 23rd. There was no further information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may not allow accurate color reproduction if the white balance is not normal. Since this event occurred immediately after the white balance, it could not be acquired normally with the white balance, which might have led to the occurrence of the image abnormality you indicated. Four hours of continuous energization was carried out, and a high load was applied, and the phenomenon was not confirmed / duplicated. Regarding the operation manual, it confirms that the white balance might not be set correctly unless the light lamp of the light source unit is turned on without fail to expose the tip of the endoscope to external light when adjusting the white balance. Olympus will continue to monitor field performance for this device.